Event description:
Reporter alleged discrepant, back to back blood glucose results of 46 mg/dl, and 104 mg/dl when testing was performed within 10 mins on the aviva system. Reporter stated customer was having no symptoms; no treatment/action was reported. A request was made for the return of the suspect device and replacement product was sent.